Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for out of range high tip-to-ring pacing impedance. The lead was reprogrammed to tip-to-coil and the audible alerts were programmed off. The lead remains in use. No patient complications have been reported as a result of this event.